Manufacturer narrative:
(B)(4). Batch # 522a90. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was returned with the anvil and closure trigger in the closed position with tissue between jaws, the joint cover damaged and the knife partially advanced. The firing trigger shroud was broken and a gst60w reload was received loaded into the device. The reload was received partially fired 2/3. In addition, a gst60w reload (b) was received unfired. The joint cover was removed to verify the integrity components and the articulation link to be disengaged from the ring closure causing damage to the joint cover. After further evaluation, the anvil could not be opened. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the knife was noted to be buckled; this condition does not allow the return of the knife to the home position. The event reported was confirmed and it is related to improper use of the device. The partially fired is consistent with an incomplete or interrupted cycle. The damages on the device observed, it is possible that the device was clamped over an excess of tissue or a hard object, resulting in damage to the closure trigger handle. If the firing continues the knife will buckle, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the anvil. Please reference the instruction for use for more information.

Event description:
It was reported that during a total pancreatectomy auto islet cell transplant the device locked out and they could not remove from tissue. They cut around the distal tip to remove the device. The plastic portion of the handle broke off. The reload appeared too small.